Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation. The hm3 IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is potentially related to the patient's inflow cannula malposition reported under MFR # 2916596-2019-03303. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months, 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted (B)(6) 2019 with right heart failure. The patient was started on lasix infusion and dopamine was added to augment diuresis. Despite inotropes, patient experiences persistent symptoms given recurrent admissions for right ventricle failure and need for inotropes. Home dopamine was arranged, spironolactone was increased, and digoxin was discontinued. No further information was provided.